Manufacturer narrative:
Product complaint (B)(4). Date sent: 1/13/2020. H1: MDR decision: not reportable. Upon review of the information provided, it has been determined that only one device was used in the surgical procedure. All information regarding this event will be reported under report # 3005075853-2019-24282. Additional information was requested, and the following was obtained: how many devices were involved per procedure? As can be seen in the sheet, there was one manual echelon.

Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? Please confirm surgical procedure. Were any malformed staples noted throughout care of patient? What is the preoperative anticoagulation regime? How was the post-operative bleeding addressed? How many devices were involved per procedure? What is the current patient status?

Event description:
It was reported that there was pulsating arterial bleeding on staple row during sleeve gastrectomy. There were some post-operative bleedings within patients that had surgery shortly after each other. Extra hospital days for the patients and extra tranexamic acid administration were applied as treatment.